Event description:
A pt svc rep (psr) contacted zoll customer support while fitting an (B)(6) male pt to report the inability to baseline the pt. Both channels were showing a "flat-line." The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (cannot baseline pt) has been confirmed. Upon eval, contamination was found on connector components j1001 (belt connector) and j502. The cause for the inability to baseline the pt is contamination on the monitor's belt connector. The root cause of the contamination cannot be positively identified but is likely liquid ingress. No adverse event resulted from the defective monitor belt connector. The pt received a replacement monitor.